Event description:
Healthcare professional reported a left side rupture and implant exchange due to voluntary recall. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, red particles material was found on the shell and dark ring. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified a broken is found with the following conditions sharp edge on posterior, sharp edge on posterior with nicks other. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions sharp edge on posterior assessed as unidentified (tear) opening, sharp edge on posterior with nicks other assessed as surgical impact opening.

Event description:
Healthcare professional reported a left side rupture and implant exchange due to voluntary recall. The device has been explanted.